Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the smart device and receiver loose connection to transmitter when the receiver is plugged into the charger. No additional patient or event information is available. Data was received for evaluation. The reported smart device and receiver loose connection to transmitter when the receiver is plugged into the charger was not confirmed by data. A root cause could not be determined.